Event description:
It was reported that the patient presented in clinic for follow up when a raise in pacing lead impedance and high capture threshold were observed. The lead was subsequently capped. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.